Event description:
A patient was admitted to the hospital for emergency surgery to replace a bjork-shiley convexo-concave mitral heart valve that was "stuck in the closed position". The patient survived the surgery.